Event description:
A customer reported a tandem mobi cartridge alarm, which caused their blood glucose level to exceed 500 mg/dl, as indicated by a "high" reading. The customer addressed the high blood glucose by administering a correction bolus via the pump. Technical support confirmed a cartridge alarm 34 and noted no previous cartridge alarms had been reported with this pump serial number. Customer service decided to replace the pump, providing the customer with a pump that has updated software. The customer was given instructions on putting the pump into storage mode and returning the defective pump to tandem.